Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) and left ventricular assist device (lvad) received some inappropriate electric shocks and untreated episodes of oversensing. Troubleshooting options were discussed and recommended. Currently this product remains in service and no additional adverse patient effects were reported.

Manufacturer narrative:
Therapy was turned off.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) and left ventricular assist device (lvad) received some inappropriate electric shocks and untreated episodes of oversensing. Troubleshooting options were discussed and recommended. The s-ICD therapy was turned off with the plan to explant it when they transplant the patient. No plans to explant or move forward with a trans venous device at this time. Currently, the product remain implanted. No additional adverse patient effects were reported.